Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. The patient was stable before, during and after the procedure.

Event description:
New information received on (B)(4) 2019 indicates that the patient's implantable cardioverter defibrillator may have exhibited premature depletion.